Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the bronchus during an endotracheal stenting procedure performed on (B)(6) 2022. During the procedure, the balloon was leaking and could not hold enough pressure to maintain supporting. The procedure was completed with another cre pulmonary dilatation balloon. There were no patient complications have been reported due to this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code a0504 captures the reportable event of balloon leaked. Block h10: investigation result the returned cre pulmonary dilatation balloon was analyzed and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed and the balloon was inflated without a problem. However, the balloon would not hold pressure due to a pinhole in the distal section of the balloon. Microscopic inspection found the balloon had a pinhole located approximately 15mm from the tip. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leaked was confirmed. The pinhole found in the balloon is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, or anatomical factors. It is possible that factors encountered during the procedure, such as the interaction with any surface, could create friction on the balloon and cause a pinhole. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the bronchus during an endotracheal stenting procedure performed on (B)(6) 2022. During the procedure, the balloon was leaking and could not hold enough pressure to maintain supporting. The procedure was completed with another cre pulmonary dilatation balloon. There were no patient complications have been reported due to this event. The patient condition at the conclusion of the procedure was reported to be stable.